Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "user cuts or punctures pads or pad lines." It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. The nurse stated the arctic sun device received an alert of air leak. The nurse replaced the arctic gel pad and stated the alerts have stopped, but had a low flow. There was one neonatal pad in place. The target temperature was 33.5 c, the patient temperature was 36.0 c,  the water was 10.1 c and the flow rate was 1.1 lpm. Ms&s informed the flow rate of 1.1 lpm with a neonatal pad was good. Ms&s explained that the neonatal pad would display, low flow. Per follow-up via nurse on 19oct2020, the nurse confirmed that the patient completed the therapy once the neonatal pad was exchanged. The arctic gel pad was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not cooling on the arctic sun device . Nurse stated the arctic sun device was alerting air leak. The nurse replaced the arctic gel pad and stated the alerts have stopped but now had a low flow. There was 1 neonatal pad in place. The target temperature was 33.5c, the patient temperature was 36.0c, the water was 10.1c and the flow rate was 1.1 l/min. Ms&s informed the flow rate of 1.1 l/min with a neonatal pad was good. Explained that the neonatal pad would display low flow. Nurse would call back if needed. Per follow up via nurse on 19oct2020, the nurse confirmed that the patient completed therapy once neonatal pad was exchanged. Arctic gel pad was disposed of. No further information available.